Event description:
Healthcare professional (hcp) reports 5 incidents of blood leaks with CT 190g dialyzers. All incidents happened at the onset of the first use of the dialyzers between 2 days. Leaks were noted by an audible machine alarm and confirmed by a hemastix test strip. 250cc blood loss was noted for each incident. Treatments were discontinued and resumed with new disposables and completed without incident. Hcp reported that there was no pt injury or medical intervention associated with these incidents.